Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy prohibits return of explants. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 20 years ago. Patient experienced stem loosening and a competitor's product was revised. During revision, it was observed that liner was worn and surgeon replaced liner. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed from xray review. Xray review indicated femoral head component is eccentrically located within the acetabular cup superiorly, consistent with superior acetabular cup polyethylene wear. It is reported that a competitor stem was used with a zimmer biomet device. Zimmer biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. . However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Additional MDR submitted with this report: 0001822565 - 2018 - 03060. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.